Event description:
It was reported that a new ilet user experienced three low glucose events within 24 hours of initiation, expressed concern that the correction algorithm felt aggressive, intermittently paused and disconnected the pump, and initially could not sync reports until the app was reinstalled. Symptoms included hypoglycemia followed by hyperglycemia after the patient treated the low with a large quantity of carbohydrates and then disconnected, with subsequent return to target range after reconnection. Outcomes included temporary fluctuations in glucose readings without injury, emergency treatment, or hospitalization. Investigation included remote technical troubleshooting, review of synced device data, and user education on syncing, remaining connected, announcing meals, and treating lows with measured carbohydrates. Investigation of this case revealed device connectivity resolved after app reinstallation and successful pairing, and the high glucose pattern was consistent with overtreatment of hypoglycemia and pump disconnection rather than device malfunction. It was concluded that the device functioned as designed and that the events were related to user actions and early adaptation to automated insulin dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.